Manufacturer narrative:
Concomitant product(s): dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) as well as a lead noise warning for oversensing-noise episodes and lead impedance warnings for rising pacing impedance. Oversensing was also noted upon manipulation of the patient¿s left arm. A fracture of the rv lead was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.